Manufacturer narrative:
No information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urgency frequency. It was reported that the patient had their first device removed because their incision would not heal and it was going to cause them to catch staph.